Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4.0 lbs due to faulty force sensor resistor. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin squirted out during manual prime process. The customer's blood glucose was 17.4 mmol/l at the time of incident. The customer stated that numbers did not appear and the insulin squirted out. The insulin pump will be returned for analysis.